Event description:
Ous MDR - after an implantation time of about 68 months, oversensing in the right ventricle and atrium was reported. Damage in the proximal area was observed in both leads. No deterioration of the pt's state of health was reported. A new system was implanted.

Manufacturer narrative:
Ous MDR.